Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube caused by the device/ migration/perforation of the essure device/perforation (fallopian tube(s),"), uterine perforation ("migration of the device/ migration/perforation of the essure device/perforation (uterus)/uterine perforation at time of dilation of stenotic cervix/anterior uterine perforation"), genital haemorrhage ("heavy and irregular bleeding") and seizure ("hurt so bad that I had seizures") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included traumatic brain injury, idiopathic thrombocytopenic purpura, inflammatory pseudotumor, major depression, urinary tract infection, anxiety, anemia, brain tumor operation, hysterectomy ((B)(6) 2012) on (B)(6) 2011, perforation of uterus on (B)(6) 2011 and hysterectomy on (B)(6) 2012. Previously administered products included for an unreported indication: dilantin and morphine. Past adverse reactions to the above products included drug hypersensitivity with dilantin and morphine. Concurrent conditions included retroverted uterus (boggy retroverted uterus). Concomitant products included clonazepam since 2007, lacosamide since 2007 and lamotrigine since 2007. On an unknown date, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with back pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pain ("hurt so bad that I had seizures"), pelvic pain ("severe pelvic pain / chronic pelvic pain") and vulvovaginal pain ("vaginal pain"). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, seizure, pain, pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown and the vulvovaginal pain had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, pain, pelvic pain, seizure, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or around 2008 plaintiff underwent pelvic surgery to alleviate the symptoms. Diagnostic results: diagnostic hysteroscopy: ut retroverted, cds mild f,f em=7.36mm, cx canal seen with fluid, fluid starts at c scar rt ov seen with follicles. Lt ov seen with follicles. Walls of ut appear to be intact, no bleeding out seen. Hysteroscopy was performed and uterine perforation was confirmed as bowel and omentum were noted. (B)(6) 2009: hysterosalpingogram: findings: the uterus is normal in contour. No filling defect is noted. Bilateral tubal ligation devices are seen. There is no spacification of the fallopian tubes. There is no adnexal spillage of contrast. She had two previous attempts at novasure but uterine perforation prevented the first procedure the perforation had not healed at the time of the second procedure. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation , seizures. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Case marked as medically confirmed. Plaintiff¿s demographics, historical condition, historical drug, concomitant medications and concomitant disease added. Essure indication updated and stop date added. New events, abnormal bleeding (vaginal, menorrhagia) , hurt so bad that I had seizures, vaginal pain were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube caused by the device/ migration/perforation of the essure device/perforation (fallopian tube(s),'), uterine perforation ('migration of the device/ migration/perforation of the essure device perforation (uterus)/uterine perforation at time of dilation of stenotic cervix/anterior uterine perforation'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy and irregular bleeding') and seizure ('hurt so bad that I had seizures') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysterectomy on (B)(6) 2012, hysterectomy ((B)(6) 2012) in 2011, uterine perforation post procedural in 2011, traumatic brain injury, idiopathic thrombocytopenic purpura, inflammatory pseudotumor, major depression, urinary tract infection, anxiety, anemia and brain tumor operation. Previously administered products included for an unreported indication: dilantin and morphine. Past adverse reactions to the above products included drug hypersensitivity with dilantin and morphine. Concurrent conditions included retroverted uterus (boggy retroverted uterus). Concomitant products included clonazepam since 2007, lincosamide since 2007 and lamotrigine since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with back pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pain ("hurt so bad that I had seizures"), pelvic pain ("severe pelvic pain / chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with hysterectomy salpingectomy and oophorectomy (one side removal),ablation, on or around 2008, plaintiff underwent pelvic surgery and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, seizure, pain, pelvic pain, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the vulvovaginal pain had resolved. The reporter considered bladder disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, pain, pelvic pain, seizure, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or around 2008 plaintiff underwent pelvic surgery to alleviate the symptoms. Patient received treatment for pain, bleeding, migration, perforation, bladder/ urinary problems change diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: diagnostic hysteroscopy: ut retroverted, cds mild f,f em=7.36mm, cx canal seen with fluid, fluid starts at c scar rt ov seen with follicles. Lt ov seen with follicles. Walls of ut appear to be intact, no bleeding out seen. Hysteroscopy was performed and uterine perforation was confirmed as bowel and omentum were noted. (B)(6) 2009: hysterosalpingogram: findings: the uterus is normal in contour. No filling defect is noted. Bilateral tubal ligation devices are seen. There is no spacification of the fallopian tubes. There is no adnexal spillage of contrast. She had two previous attempts at novasure but uterine perforation prevented the first procedure the perforation had not healed at the time of the second procedure. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation , seizures. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " uti, bladder or urinary problems changes" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube caused by the device/ migration/perforation of the essure device/perforation (fallopian tube(s), uterine perforation ("migration of the device/ migration/perforation of the essure device perforation (uterus)/uterine perforation at time of dilation of stenotic cervix/anterior uterine perforation"), menorrhagia ("abnormal bleeding ("menorrhagia"), genital haemorrhage ("heavy and irregular bleeding") and seizure ('hurt so bad that I had seizures') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysterectomy on (B)(6) 2012, hysterectomy ((B)(6) 2012) in 2011, uterine perforation post procedural in 2011, traumatic brain injury, idiopathic thrombocytopenic purpura, inflammatory pseudotumor, major depression, urinary tract infection, anxiety, anemia and brain tumor operation. Previously administered products included for an unreported indication: dilantin and morphine. Past adverse reactions to the above products included drug hypersensitivity with dilantin and morphine. Concurrent conditions included retroverted uterus (boggy retroverted uterus). Concomitant products included clonazepam since 2007, lacosamide since 2007 and lamotrigine since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with back pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pain ("hurt so bad that I had seizures"), pelvic pain ("severe pelvic pain / chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with hysterectomy salpingectomy and oophorectomy (one side removal),ablation, on or around 2008, plaintiff underwent pelvic surgery and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, seizure, pain, pelvic pain, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the vulvovaginal pain had resolved. The reporter considered bladder disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, pain, pelvic pain, seizure, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or around 2008 plaintiff underwent pelvic surgery to alleviate the symptoms. Patient received treatment for pain, bleeding, migration, perforation, bladder/ urinary problems change. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: diagnostic hysteroscopy: ut retroverted, cds mild f,f em=7.36mm, cx canal seen with fluid, fluid starts at c scar rt ov seen with follicles. Lt ov seen with follicles. Walls of ut appear to be intact, no bleeding out seen. Hysteroscopy was performed and uterine perforation was confirmed as bowel and omentum were noted. (B)(6) 2009: hysterosalpingogram: findings: the uterus is normal in contour. No filling defect is noted. Bilateral tubal ligation devices are seen. There is no specification of the fallopian tubes. There is no adnexal spillage of contrast. She had two previous attempts at novasure but uterine perforation prevented the first procedure the perforation had not healed at the time of the second procedure. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation, seizures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube caused by the device/migration/perforation of the essure device"), device dislocation ("migration of the device/ migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / chronic pelvic pain") and abdominal pain lower ("severe cramping"). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in or around 2008 plaintiff underwent pelvic surgery to alleviate the symptoms. Most recent follow-up information incorporated above includes: on 29-sep-2017: event severe cramping, heavy and irregular bleeding added and event chronic pelvic pain and migration/perforation clubbed with previously reported event. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube caused by the device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). The patient received treatment for these injuries caused by the essure device. At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.